Manufacturer narrative:
The full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The lead was returned with tissue/fibrotic growth on the helix. Dried tissue/body fluid in the sleeve head prevents the helix from extending and retracting. This is not a lead failure. (B)(6) 2015; prior to last session on (B)(6) 2015, v sensing integrity counts up to 9209. No episodes of oversensing identified. (B)(6) 2015; r-wave amplitude dropped from 12mv to 4mv 4 weeks after implant. Current r wave measurement is 3.v mv.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged. Additionally, the lead had high sensing integrity counter (sic) and decreased and low sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.